Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No allegation of product malfunction has been reported. Labeling review: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: spinal cord or peripheral nerves; loss of sensory and/or motor function..." No product malfunction reported.

Event description:
On (B)(6) 2013 patient underwent an extreme lateral interbody fusion procedure with no reported issues. During the six week follow up appointment patient was experiencing left leg extremity weakness. No revision procedure has been reported nor allegation of product malfunction.